Manufacturer narrative:
Unit received with missing segments shaped as a square due to moisture damage on the lcd board. Unit passed the displacement test. Unit had a cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a squared shaped missing pixel on the upper left hand corner of the screen. Customer's blood glucose level was 97 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.